Event description:
A cryoablation procedure was performed (B)(6) 2013. The patient had a phrenic nerve injury during ablation of the rspv. The cryoablation was stopped. The physician waited 30 minutes and retested and the phrenic nerve function had still not recovered. The patient will be brought back in one month for follow up.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.